Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, belt failed the hi-pot test. The cause was isolated to the distribution node (dn) to rear therapy electrode (te) cable. There was a pinched pulse wire inside the dn to rear te cable. The cause of the test failure is the pinched wire. The root cause of the pinched wire was unable to be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.